Event description:
It was reported that during the first few seconds of ablation, spontaneous atrial/ventricular fibrillation occurred requiring cardioversion/defibrillation. Following cardioversion, the patient returned to normal sinus rhythm from transient super ventricular tachycardia. There were no consequences to the patient. An ept generator was used during the procedure. The hospital staff stated that they were unsure whether the generator or the catheter contributed to the event.